Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact and no physical damage was found on the device upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation as the occlusion detection level of the downstream occlusion sensor was within the standard. Root cause of the reported issue is unknown as no fault was found. Preventively replaced the downstream occlusion sensor. The product is beyond 2 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number) is unknown. No information has been provided to date.

Event description:
It was reported that when the patient was performing a priming of the cassette, a high pressure alarm frequently went off. The patient reloaded the batteries and restarted the pump, but the alarm persisted. The alarm was issued when the cassette was changed to another new one, too. However, no visible occluded part was recognized. There was no patient injury. Additional information was provided that there were frequent occlusion alarms during priming. Even if the battery was removed and restarted it, the blockage will come out again after about three scrolls of priming. The blockage may also occur when replacing the cassette. Obstruction points could not be visually confirmed.